Event description:
During a appendectomy procedure the following: "after fire the instrument the first time (no reload) the magazine fell out of the instrument and into the pt, could be removed. Another device was used to complete the case. No further info available." There were no adverse consequences to the pt.